Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed, 32mm x 3 mm, concentric, de novo target lesion with a bend of more than or equal to 90 degrees was located in the moderately tortuous and moderately calcified left circumflex and proximal to mid left anterior descending artery. A 3.00x16mm promus element¿ stent was advanced for treatment. However, it was noted that the device was found to be dislodged from the balloon on which it was supposed to be mounted on. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 3.00x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent had moved on the balloon. There were no signs of damage, stretching or lifting of the stent struts. The stent had moved distally 5mm from the distal end of the proximal markerband measured. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
The 80% stenosed, 32mm x 3 mm, concentric, de novo target lesion with a bend of more than or equal to 90 degrees was located in the moderately tortuous and moderately calcified left circumflex and proximal to mid left anterior descending artery. A 3.00x16mm promus element stent was advanced for treatment. However, it was noted that the device was found to be dislodged from the balloon on which it was supposed to be mounted on. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.